Event description:
On an unknown date, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. An an unknown date, the patient experienced a bezoar.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062943. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation is able to be performed. H6 code of 4581 was chosen to capture the event of bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.